Event description:
Information received indicates, the brake casters will not hold after the brake is engaged.

Manufacturer narrative:
The technician found both screws in the hex rod broken which allowed the rod to slide out of position. The technician replaced the hex rod screws to repair the stretcher.